Manufacturer narrative:
While it is unknown if the esthet-x hd used in this case caused or contributed to the patients' symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, it was reported by a patient that they had experienced tooth sensitivity, tongue sores and weight gain after having a restoration placed using esthetx-hd. There is no indication that medical intervention was required as a result.